Event description:
Caller reported that there was a malfunction on the pump and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as the value did not exceed 500 mg/dl. Customer used a backup insulin pump to ensure insulin delivery was not interrupted, and cts confirmed shipping address and sent a replacement pump. Customer was instructed to put the defective pump into storage mode prior to shipping it back and to return it to tandem using a pre-paid label within 10 days.